Manufacturer narrative:
Initial.

Event description:
It was reported that the ilet bionic pancreas sustained a cracked screen, rendering the touchscreen in questionable functionality and prompting replacement, with counseling that the device would no longer be water resistant and that backup therapy should be in place. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a stress-related fracture affecting the touchscreen. It was concluded, based on previously established findings for similar reports, that the cause was traced to user.